Event description:
It was reported that the patient presented in clinic, the patient had experienced discomfort and stimulation. It was noted that the implantable cardioverter defibrillator (ICD) was experiencing back up vvi with no backup defibrillation therapy observed due to a magnetic resonance imaging (MRI) procedure that had been performed without a mode change. The issue was resolved by performing a device download. The patient was stable.